Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference: 2938836-2017-17219; 2938836-2017-17223; 2017865-2017-01444. The entire system was explanted and replaced due to noise. There was no confirmed damage to the leads prior to explant. The device was also found to be in back-up mode. The leads were discarded as they were damaged during explant. The patient was in stable condition.